Event description:
A florist with 10 years experience using latex gloves, purchased lightly powdered gloves 4 months ago. He started itching "immediately" with the insides of legs the first area with a "rash." This rash spread over his whole body. He had "red bumps all over body" that itched & "seems to spread when scratched"; bumps are clustered in groups of 5 to 10 on the back of his hands & spread up the arm. There was no respiratory involvement (itchy eyes & runny nose). The bumps took 4 months to disappear & reappeared recently when he donned gloves.